Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that one hl20 pump has a communication error and another pump displayed the error messages: "head", "runaway" and "safet-s" intermittently during treatment. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Further the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was onsite for investigation. The fst cleaned the odu connector which solved the communication error in pump 1 and the tacho board in pump 2 which solved the displayed error messages: "head", "safety-s" and "runaway". The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the error messages "head", "runaway" and "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error) - pump runaway. Due to the age of the device and optical tacho board (manufactured on 2014) age related aspects can be considered as well. For the communication error the most probable root cause could be determined to dust or dirt within the odu connector since cleaning solved the issue. The device in question was manufactured on 2014-01-17. The review of the non-conformities during the period of 2014-01-17 to 2024-05-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the investigation results the reported failures "communication error, error messages: "safety-s", "runaway" and "head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The event occurred in india. It was reported that one pump of the hl20 did not communicate with the console during routine check. All pumps were rotating on full speed except one. Furthermore, it was reported that the twin pump intermittently displayed the error messages: ¿head¿, ¿runaway¿ and ¿safety-s¿ during treatment. No harm to any person was reported. Since the reported error messages: ¿head¿, ¿runaway¿ and ¿safety-s¿ could lead to an unintentional pump stop a report ist required. A getinge field service technician was onsite and cleaned the odu connector of the pump which solved the communication problem. Further investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in india. It was reported that one pump of the hl20 did not communicate with the console during routine check. All pumps were rotating on full speed except one. Furthermore, it was reported that the twin pump intermittently displayed the error messages: ¿head¿, ¿runaway¿ and ¿safety-s¿ during treatment. No harm to any person was reported. Since the reported error messages: ¿head¿, ¿runaway¿ and ¿safety-s¿ could lead to an unintentional pump stop a report ist required. Complaint ID: (B)(4).